Event description:
It was reported that the backloaded wire breached the lumen of this brady lead. As a result, this brady lead was replaced, not used and was returned. No adverse patient effects were reported.